Manufacturer narrative:
The device was returned to (B)(4) repair center in germany for evaluation and service. However, the evaluation and investigation are ongoing. This report will be updated when the investigation is completed and if new and relevant information is received later.

Event description:
It was reported that the user facility requested to replace the working channel due to a microbial contamination. The device was placed in quarantine for the time being. No patient injury or infection was reported.

Manufacturer narrative:
Correction: report source (other, germany) this report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where: precleaning: performed suctioning and flushing. Detergent: steris, meditech stage one manual cleaning: detergent: neodrisher endomed 1%. Brush: mtw, double cleaning brush (B)(4) channel brush for valve opening aer: steelco ew2. Detergent: neodisher sc. Disinfectant: neodisher septo pac storage: storing vertically in a cabinet without drying function. ·report from the user, biopsy channel (ch): 97cfu/ml pseudomonas aeruginosa, suction ch: 36cfu/ml pseudomonas aeruginosa. Result of the culture test, performed by olympus after reprocessing biopsy ch: 0cfu/endoscope, air/water (a/w) ch: 0cfu/endoscope, distal end: no detect. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: c-cover (distal cap/cover) chipped; a-rubber (bending section) glue chipped/partially missing; insertion section coating peeled off; biopsy port corroded; play on angulation control knob; insufficient angulation; white dots on the image; universal cord coating peeled off. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.